Event description:
The recipient was reportedly experiencing sound quality issues and intermittent lock. External equipment was exchanged and programming adjustments were made. Lock was re-established, however, the recipient elected to undergo revision surgery. On (B)(6) 2017, the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed at the fantail and near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration on some electrical components. This device has moisture that exceed the residual gas analysis test limit. Leak testing did not reveal any leaks. Corrective actions were implemented. This is the final report.